Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Due to damage on ultrasonic probe, the number of missing element exceeds the standard value. Additionally, due to damage on acoustic lens (damage level; does not reach to the glue-layer), displayed ultrasound image is defective. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrointestinal videoscope could not produce an ultrasound image. It is unknown when this malfunction occurred. There were no reports of patient harm.